Manufacturer narrative:
(B)(4). Investigation: the device history record (DHR) was reviewed for this event. There were no issues noted in the DHR that would cause the elevated wbc count that the customer experienced. The disposable set was unavailable for return and investigation. The run data file was analyzed for this event. Root cause: signals in the run data file indicate that the elevated wbc content in the platelet product was likely the result of an escape of wbcs from the lrs chamber towards the end of the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it cannot be ruled out that this leukoreduction failure could be donor-related. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.